Event description:
It was reported that this pacemaker exhibited loss of capture and undersensing resulting in pacing not delivered as expected. Technical services (ts) provided programming options to be considered. This device remains in service. No adverse patient effects were reported.